Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) was outside the normal charge time limit, but had not declared elective replacement indicator (eri). It was determined this device allowed and extended charge time limit during middle of life. At that time there was no evidence of a device malfunction. No adverse patient effects were reported. Approximately two months later, the device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.